Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the trailing haptic of the lens was amputated during insertion. The lens was exchanged with the same model during the initial procedure. The patient experienced increased corneal edema (20/400) at day 1 and it was recovered to (20/25) by week 1, and the cornea was clear. Additional information received stating that the lens was scratched and corneal edema resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report of a scratched lens. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be nonconforming with the plunger bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head resulting in an upward plunger position, which could result in the plunger scratching the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in december 2018. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.